Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that lately he had been receiving higher than normal readings for him, while taking mediciations, supplements and following a strict diet. Due to the above, on (B)(6), the user reported that he went to the doctor in order to discuss ways to lower his bg readings. The following day, the user reported that he felt a low sugar episode coming on and therefore tested his bg level and received a reading of 100 mg/dl compared to a bg reading of 39 mg/dl from his non-dario meter. On the morning of (B)(6), the user tested and received a bg reading of 142 mg/dl compared to a bg reading of 84 mg/dl from his non-dario meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.